Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative changed the measuring cell and checked the system settings. Qc afterward was acceptable. The qc material used by the customer on the day of the event was expired. The investigation is ongoing. This event occurred in (B)(6). Occupation was lay user/patient (B)(4).

Event description:
The initial reporter received questionable vitamin d total results for 9 patient samples from the cobas 8000 cobas e 602 module. The samples were repeated on an abbott architect analyzer and then on (B)(6) 2020 the samples repeated using a new reagent pack. The questionable results were not reported outside of the laboratory. The reagent lot number was 461540. The expiration date was requested but was not provided.